Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 500 mg/dl) and the cause was not known. A bolus via the pump and insulin injections were used to address the high bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.